Manufacturer narrative:
The customer report of a tubing cracked and leak at the connector site was confirmed. During visual inspection, it was observed that the male luer collar was cracked. Closer inspection under a lab microscope observed tool marks on the primary suspect set collar. Due to the set¿s broken male luer collar; functional tests could not be performed. The root cause could not be determined.

Event description:
It was reported that the tubing cracked and leaked at the connector site while the parent was changing the tubing on their male child. There was no harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing cracked and leaked at the connector site while the parent was changing the tubing on their male child. There was no harm.